Event description:
The doctor reported that the pt received a medpor customized right cranial implant in (B)(6) of 2009. The doctor stated that the implant was at least 2mm to 5mm too large for the implant area. The doctor stated that he had to burr the implant down to the desired size in several steps, using the burr and then cutting the edge so that the open-pore structure would not be compromised. The doctor stated that the placement of the implant lasted between 45 mins to an hour. The doctor reported that he was able to finalize the surgery and the pt is doing well.

Manufacturer narrative:
The medpor customized implant was designed with input from a questionnaire completed by the surgeon requesting no additional bone to be removed from the image design and no flange. The design was reviewed and approved by the surgeon and a prescription form was completed. Following a review of the device history record for the lot number 89020-mci-224-08a-d001g88h, it was determined that all processes and test criteria are within the medpor customized implant finished product specification.